Event description:
A nurse reported that following the intraocular lens implantation the patient had experienced blurry near and distance vision causing dizziness. Hence the lens was explanted in a secondary procedure. Clinical reason for explant was inability to neuro adapt. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., b.5., b.7., d.10., e.4., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was not hospitalized for the event. The patient had experienced halos and headache due to poor neuro adaptability. There was no harm to the patient.